Manufacturer narrative:
Siemens is in the process of evaluating the event. The cause of this event is unknown.

Event description:
The customer reported discrepant nbili results on the rp 500 and another laboratory analyzer. There was no injury reported due to this event.

Manufacturer narrative:
Siemens analyzed the data files. From the information provided, there is no evidence to indicate that the measurement cartridge on this system at the time of testing was not performing as intended. The aqc results passed.